Event description:
It was reported that the patient presented one day post implant with elevated capture threshold exhibited by the right ventricular lead. A chest x-ray confirmed that the lead had dislodged. No interventions were reported. The patient was stable.